Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the severely calcified and non tortuous aorta. A 12.0mm x 20mm, 75cm charger balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 3 atmospheres on the first inflation. The balloon was removed completely as one system. The procedure was completed using a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. During an attempt to inflate the balloon, a pinhole leak was identified. The leak was located in the mid body of the balloon. A microscopic examination of the balloon material and markerbands could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the severely calcified and non tortuous aorta. A 12.0mm x 20mm, 75cm charger balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 3 atmospheres on the first inflation. The balloon was removed completely as one system. The procedure was completed using a different device. No patient complications were reported and the patient's status is fine.